Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated chip (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "inspection methos for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex deflectable videoscope's image does not appear. The issue was found during post-operative inspection. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: adhesive on bending section cover has a chip, video connector is deformed, and the label on light guide connector is peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.